Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.follow up on 12/14/2015: tandem technical support reviewed data logs and was unable to confirm the customer's reported red x on the insulin gauge. Device not returned.

Event description:
It was reported that the customer oberved a red x on the insulin gauge prior to going through the load process. The customer's blood glucose level was 200 mg/dl.